Manufacturer narrative:
The device was not returned for evaluation. As the lot number was not provided, a device history record (DHR) review could not be performed. Trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors such as loading and handling issues, may have caused or contributed to this event.

Manufacturer narrative:
The device was not returned for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that an iol was removed and replaced intra-operatively due to the surgeon noticing a scratch/crack in the optic. The incision was enlarged to remove the lens. No sutures were required. Another lens of the same model and diopter was implanted. Additional information has been requested.